Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in set) during use. It is unknown at what step of peritoneal dialysis (pd) therapy this occurred. Troubleshooting for this event could not be performed as the alarm occurred prior to the call. The technical service representative arranged to swap the hc. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not available for evaluation. If additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.